Event description:
This is a report of peritonitis caused by a break in aseptic technique. On an unreported date, the patient began peritoneal dialysis (pd). The patient was hospitalized for the event. And was treated with ip injections of vancogen 1gm (frequency and lot number were not reported). The patient was retrained on proper procedure and recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.